Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (fails due to functional issue) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to corrosion on the battery board. The root cause for the corrosion could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger fails due to functional issue.